Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the gas was hooked to the needle and the gas would not pass through. It was blocked. A new device was used to complete the procedure. There was no patient impact.